Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no leaks were observed. Priming was performed, and the set worked according to requirements. Functionally test was performed, and the set worked according to requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unspecified location. This was observed during an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.